Event description:
User facility ordered and received non sterile blades. However, the user facility assumed that the blades were sterile and used one of the blades on a pt. No injury reported but oral antibiotic was given. The package customer received was not labeled as "sterile".